Event description:
It was reported that the patient's blood glucose level rose to 20.3 mmol/l (365 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was also reported "itchiness in the skin site". As treatment, a new pod was applied.

Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+.